Manufacturer narrative:
(B)(6) 510k: this report is for unknown trauma locking screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient had a painful hardware removal of the wrist. It was unknown why the patient wanted the hardware out other than it was painful. There were eight (8) unknown screws, four (4) unknown locking screws, four (4) unknown cortex screws and a dia-meta volar distal radius plate that were removed intact. The procedure was completed successfully with was no surgical delay. Patient outcome is unknown. This report is for four (4) unknown trauma locking screws. This is report 2 of 4 for (B)(4).

Event description:
It was reported that the plate was intact. The fracture had healed and no further surgeries were required.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.